Event description:
During procedure: (blue screen, white text) followed by a plethora of letters and numbers.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit powers up to a blue screen error was unconfirmed. The unit powered up as expected no ¿system service exception error screen or ec114 error code¿ present. There is no root cause as the problem could not be reproduced h3 other text : evaluation findings are in section h11.

Event description:
During procedure: (blue screen, white text) followed by a plethora of letters and numbers.